Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that they had issues with several sensors where the transmitter didn't blink when connected to the sensor and they realized that the sensor cannula was missing. The customer's blood glucose was unknown at the time of incident. The sensor will not be returned for analysis.